Manufacturer narrative:
This report is being supplemented to provide (a) additional information obtained from the customer and (b) the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it was presumed that the failure of the screen display may have been caused by the following: (a) camera head failure (b) video cable failure (e) connector failure (d) mother board failure (e) receptacle failure (f) or poor connection between the receptacle and mother board according to the service manual. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue was discover during a diagnostic, for a cystoscopy procedure. Furthermore, there was no delay, and the procedure was completed using the same device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue was not confirmed. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was no image on the visera video system center. There were no reports of patient harm associated with this event.